Event description:
It was reported that an intermittent loss of capture and high capture thresholds were noted on this right ventricular (rv) lead, with capture only at maximum output. A presyncopal episode resulted shortly after the pacemaker was replaced, when the loss of capture and thresholds issues were discovered. Provocation testing was performed without any findings. The patient was admitted to the hospital for monitoring. No additional adverse patient effects were reported.

Event description:
It was reported that an intermittent loss of capture and high capture thresholds were noted on this right ventricular (rv) lead, with capture only at maximum output. A presyncopal episode resulted shortly after the pacemaker was replaced, when the loss of capture and thresholds issues were discovered. Provocation testing was performed without any findings. The patient was admitted to the hospital for monitoring. No additional adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was surgically capped and abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported.